Event description:
The reporter stated that the component arrived with the line not connected to the luer end. There was no pt injury or treatment reported with this event.

Manufacturer narrative:
One sample was received with the female luer lock (fll) missing. Examination of the affected area showed the tubing had been broken off inside the fll. The tubing break was a brittle break and subsequent tearing by evidence of jagged and shinny edges. The tubing measured within specification. Smiths was able to confirm the issue due to the external force being applied to the component until the tubing broke. No additional action is necessary at this time. Smiths considers this MDR closed with this report.